Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 597 mg/dl at the time of incident and current blood glucose level was 241 mg/dl. Customer other relevant blood glucose level was 500 mg/dl. Customer did not feel ok to trouble shoot and declined trouble shooting for high blood glucose. Customer also stated that the sensor site did fill with blood during the insertion of the sensor. The insulin pump will not be returned for analysis.